Event description:
In 2008, the patient reported that the display of her infusion device was missing segments. The infusion device had not been dropped or exposed to moisture. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.